Event description:
The customer reported that the alarm will not sound when weight is removed from the sensor during a class with clinical assistants, they started having trouble with the bed alarm not working. They picked up the alarm from the bed and opened the back to check the batteries and as they took the batteries out, they had to drop them because they were hot. They sent the unit to bio-med for testing and as they put the batteries in the unit they ejected from the alarm case. They reported there could be battery leakage in the unit. There was no pt or personnel injury that occurred.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the product found that there is corrosion on the battery contacts and one battery spring appears to be burnt. The alarm does not power on with new batteries, alternate power supply or the 9v ac adapter. The customer did not return the batteries that were in use with the alarm. Manufacturer references file # (B)(4).